Event description:
Report received from an abbott int'l affilate of a complete tubing separation during a left ventricular angiogram. It was reported that one one of the high-pressure tubing was connected to a manifold that was connected to diagnostic catheter which was in the pt. The other end of the high-pressure tubing was connected to a medrad injector. The injector was programmed to deliver 30cc of contrast over 2 seconds at 750psi. During the injection, it was reported that the tubing came out of the male connector and the male connector remained connected to the manifold. The contrast sprayed all over. There was no report of a bleed back or blood loss. A new set was used and the left ventricular angiogram was completed successfully. There was no report of an adverse pt event.